Manufacturer narrative:
Product information was not provided, so manufacture date could not be determined. In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
Advocate from (B)(6) stated her mother received blood glucose readings of hi on the contour ts using two different bottles of strips. She was hospitalized with the suspicion of hyperglycemia. Because of the high readings, the physician administered a high dosage of insulin and saline solution. The customer became hypoglycemic: cold skin and sweating. She was discharged the following day. Further information was not provided. The customer had already received an exchange meter from the pharmacy. Strip and meter information were not provided. Product was not expected to be returned.